Event description:
Caller reported the spirit combo insulin pump was delivering insulin inaccurately, resulting in high blood glucose. No adverse event was reported. A request was made for the return of the pump, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).